Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a procedure, the lead was found to be frayed proximal to the insertion handle where the lead exits the header of the ipg. The wires were broken and a partial piece of the wire was outside of the lumen. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, nothing was done to the lead at this time. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.